Event description:
Philips received a complaint by the customer on the v60 indicating that the power supply was defective. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Additional information has been requested. The investigation is ongoing.

Manufacturer narrative:
Per gfe response, the biomedical (biomed) technician confirmed that the power supply was broken by the third-party vendor onsite during a corrective action-- the device was operational prior to this happening. The device therefore could not be powered on. A service quote was sent to the biomed for approval; however, the quote was not accepted, and the work order (wo) was cancelled. No repairs were completed by a philips service engineer, as a third-party vendor will handle the service call/incident. No additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.